Event description:
It was reported that the patient had a promus stent implanted in an unspecified lesion on (B)(6) 2011. The patient experienced a myocardial infarction on (B)(6) 2012 and a repeat angiography was performed. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the promus stent had been implanted in the mid right coronary artery (rca). After presenting with angina and a non-st segment elevation myocardial infarction, 90% in-stent restenosis of the mid rca was noted. Treatment was performed with a cutting balloon. Post-cutting balloon angioplasty, smooth 10% to 20% residual with excellent flow was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of restenosis, angina and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.